Event description:
It was reported that insufficient stent dilation occurred. The target lesion was located in the severely calcified mid left anterior descending artery (lad). The 2.75 x 24 mm synergy xd drug eluting stent was implanted to treat the target lesion. There was incomplete stent dilation, so a 2.75 x 8 mm nc emerge balloon was used for post-dilation. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion but became stuck on the implanted stent. The opticross catheter was released and removed together with the guide catheter. Upon removal, it was noted that the opticross drive shaft was twisted from the tip. The guide catheter was re-introduced, and further stent dilation performed to complete the procedure. Ivus revealed there was no stent deformation. When the postoperative ivus image was checked, it was confirmed that dilation of the stent was insufficient due to the calcified lesion. There were no patient complications.